Event description:
Pt was using device when they noticed the machine operating intermittently and an odor. Pt reported that they noticed sparks when they attempted to touch the machine. No injury to the pt was reported.